Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during manual priming. Blood glucose level was 133 mg/dl at the time of the call. During troubleshooting, customer was able to successfully fill the tubing without receiving a no delivery alarm. No further information was provided.